Event description:
On (B)(6) 2006, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used in a trans urethral microwave dilatation (tumd) procedure on (B)(6) 2006. According to the complainant, on (B)(6) 2006, fifty mins post procedure, the pt felt dizzy and rested until his pressure stabilized when the pt attempted to stand again, the pt felt another episode of dizziness and fell on the floor. The pt was stabilized and a foley catheter was placed due to pt dizziness. On (B)(6) 2006, the night of the procedure, the pt came back into the hospital because he felt bad. The physician performed a cystoscopy. The pt was reportedly in good health during the day of (B)(6) 2006; however, the pt died that night. The physician stated that he did not think the pt's death was attributed to the prolieve procedure as the procedure is minimally invasive.

Manufacturer narrative:
(B)(4). A search of the complaint database did not identify any similar complaints reported for the same lot. The complainant reported that the device has been disposed of and will not be returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).